Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the injection gold probe failed to cauterize. The procedure was completed with another injection gold probe¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation revealed that the distal tip of the device was cracked, with the base of the tip still properly attached to the catheter. In addition the catheter was slightly bent near the distal end of the device. An electrical load test was performed and the device tested out of specification. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the injection gold probe failed to cauterize. The procedure was completed with another injection gold probe¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.